Event description:
It was reported that after a few dilatations, an acculink stent was deployed without incident; however, when the stent delivery catheter was being withdrawn, the guide wire was inadvertently pulled back and the filter became lodged in the acculink stent. Extra balloon dilatation catheters and retrieval catheters were used to successfully remove the filter from the acculink stent. The patient was fine and did not have any patient effects due to the event. Earlier in the case there had been some trouble with the filter being pulled back (though not into the lesion area) during catheter exchanges. According to the physician, this was a calcified tandem lesion and that made all catheter exchanges difficult. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx acculink is being filed under a separate manufacturer report number. Evaluation summary: the embolic protection system (eps) was returned with blood on the filtration element, on the retrieval catheter and on the barewire coils, consistent with the reported use. The filtration element was returned inside the retrieval catheter expansion tip and located at the step of the bare wire, consistent with the reported information that the filtration element was successfully retrieved. The distal end of the retrieval catheter expansion tip was folded inward and wrinkled, likely due to interaction with the stent during retrieval. Migration of the filter can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, and insufficient landing zone for the filter basket. The emboshield nav6 instructions for use (IFU) provides the following precautions: maintain proper guiding catheter sheath support in the common carotid artery throughout the procedure. Ensure that there is adequate distance between the proximal tip of the filtration element and the most distal tip of any interventional device to be introduced over the filter delivery wire to avoid engagement. In this case, based on the reported information, the filter migration appears to be related to inadvertently pulling the barewire back during removal of the acculink delivery system. Reportedly, catheter exchanges were difficult, as the lesion site was reported as a calcified tandem lesion. As a result of the filter pulling back, the filter became lodged in the acculink stent. A review of the finished device lot history record did not reveal any nonconforming material records for this lot and there have been no other incidents for migration or difficult to remove reported for this lot. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. Overall, the reported filter migration, difficulty removing and damage noted to the retrieval catheter appear to be related to case circumstances. There is no indication to suggest a product quality deficiency. All embolic protection devices are 100% visually inspected for damage and a sampling of units is destructively tested to verify product quality.